Event description:
The event involved a pt undergoing cardiovascular surgery. Approx 3/4 through the case, the vrv-ii valve ceased to prevent "venting" of the left ventricle of the heart. The heart became distended. The perfusionist cut the occluded valve out of the arterial line and inserted a 25 gauge needle to finish the case. The heart rapidly decreased in pressure once the valve was cut out of the line.